Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation with 400cc mentor memorygel breast implants and experienced migration on the left side post-operational. As a result, the patient underwent device removal on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 11, 2022, after further review of file, patient's device was not explanted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4). Relevant fields b2 and h6 have been updated.

Manufacturer narrative:
On march 21, 2024, mentor received additional information regarding the patient's event. In march 19, 2019, the patient had a surgical intervention (pocket adjustment) due to the implant malposition/ displacement. Mentor has updated its complaint file to reflect this additional information. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4) in (B)(6) 2019, the patient had a surgical intervention (pocket adjustment) due to the implant malposition/ displacement. Mentor has updated its complaint file (including section b2) to reflect this additional information.